Event description:
Dialysate bags are hung and tubing from the cvvh [continuous veno-venous hemofiltration] warmer is attached (luer lock device), the little piece of the tubing that you are required to crack, gets cracked and that whole piece falls out of the dialysate bag leading to the full bag draining on your feet. The piece that falls out of the dialysate bag is still luer locked to the tubing that goes to the warmer. This occurred with 4 bags today all with the same lot number.